Event description:
Patient was in the infusion room in the cancer center. Patient was alone and sleeping in a chair in the open area of the infusion room with the curtain pulled. When the patient's spouse returned to the infusion room, spouse called a registered nurse (rn) into the room. Rn noted that there was blood in the IV tubing, and there was a disconnection where the smart site links up to the carefusion texium site. There was blood noted on the floor and clear liquid noted by the arm of the chair, on the floor, and under the chair. Unable to determine how much of the chemotherapy had been infusing onto the floor and the patient did not notice anything differently during the infusion. There was no blood or wetness noted on the patient. The chemotherapy infusion was stopped and disconnected from the patient. Approximately 15-20 ml of chemotherapy was remaining in the bag.